Manufacturer narrative:
Product analysis #803042312:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within sealed biohazard pouch; within a secondary sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The pushwire was found to be kinked at ~0.5cm and break indicator was found to be broken but retained by release wire at ~3.2cm from proximal end. The shield coil was found intact with the implant coil still attached. The implant coil was pushed out from introducer sheath for further analysis. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): n/a. Conclusion: based on the analysis performed, the customers report of ¿coil separation/break¿ was unable to be confirmed as the pushwire was returned with the implant coil still attached. However, the pushwire was found to be broken. Possible cause for pusher damage is damage during shipment. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the axium pusher was found to be broken and the implant coil was found to be damaged; however, the cause of the damage/stretch could not be determined. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire was found to be returned damaged and not secured within the rubber stopper. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no damage to packaging. The proximal end of the¿pushwire¿was secured in the guidewire clip (black rubber stopper) when the¿package was¿opened. There were no issues that resulted in the damage that was found, the coil was not used. There were no detachment attempts. The pushwire was bent and the detachment zone was broken.

Event description:
Medtronic received a report that the coil was already broken at proximal end when unpackaged. End is bent but also detachment zone broken. There is no patient involved in this event. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.